Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the evaluation findings of the pump and the reported ischemic and hemorrhagic strokes could not be conclusively determined. The instructions for use lists stroke, bleeding, and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. Upon disassembly of the pump, a loose red/white tissue-like deposition was found on the distal side of the rotor body. The tissue had a soft structure, was not adhered to the rotor, and did not show evidence of laminated layering, indicating that the deposition did not form on the rotor; however, the origin of the deposition as well as a duration of time for which it was present in the pump could not be conclusively determined. In addition, examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and on all three stator blades. The thrombus lacked laminated layering, which suggests that it did not originate in this location. Although its origin and a duration of time for which it was present in the pump could not be conclusively determined, the thrombus showed an area of denaturation, indicating that it was present in the pump while it was supporting the patient. Although a specific cause for the development of the observed depositions in the pump could not be conclusively determined through this evaluation, they were obstructing a significant portion of the blood flow path and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 3 years and 4 months. (B)(4). The pump was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump thrombus was suspected due to elevated hemolysis markers with a peak lactate dehydrogenase level of 941 u/l and ldh levels that remained above baseline. A ramp study echocardiogram was also reported to be suspicious for thrombosis; the results were not provided. A CT scan of the patient's chest did not identify any thrombus in the inflow conduit or outflow graft. The patient was started on IV heparin (high intensity), flolan and full dose aspirin. While determining if the patient was a candidate for a pump exchange, a head CT scan revealed a subacute cerebellar infarct. The neurology group recommended close monitoring of the patient and to avoid excessive anticoagulation, and to weigh the risks and benefits of early versus delayed surgical intervention for the pump exchange. During this time, the patient experienced another ischemic stroke which resulted in left facial weakness and slurred speech. The non-contrast CT scan showed no evidence of edema, and the neurological deficits gradually resolved. The patient also reportedly had left leg critical limb ischemia. Due to the recurrent embolic events, a pump exchange was discussed with the patient; however, the patient developed an acute change in mental status with new focal neurological findings. A CT scan showed a large acute left intraparenchymal hemorrhage. A decision was made to place an intracranial drain; however, prior to the procedure the patient became unresponsive with fixed and dilated pupils. The patient continued to deteriorate, developed respiratory arrest, and then expired. No additional information was provided.